Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to its initial position within the introducer sheath. If this occurs, resistance may be experienced during advancement. Further evaluation revealed that the friction lock was loose on the proximal end of the introducer sheath, and the pusher assembly had kinks near the mid-joint. This damage may be a result of forceful handling of the device against resistance during the procedure. During functional testing, the pusher assembly mid-joint was able to advance from its returned position within the introducer sheath with resistance before additional resistance was encountered by the pusher assembly kinks, and the smart coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.